Event description:
It was reported that during an implant procedure there was placement difficulty with the pacing lead. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the lead passed the introducer test. Blood was removed from the helix with alcohol, and the helix operated within specification. If information is provided in the future, a supplemental report will be issued.